Event description:
The customer reported that they were unable to perform a cardioversion. There was no impact to the involved pt. Note that the customer was using non-philips defibrillator pads and a modified therapy cable.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.